Event description:
The customer called to report a batter out limit alarm followed by unresponsive buttons and a frozen screen. The time on the screen was not advancing. Troubleshooting was performed, but the issues were not resolved. The customer's insulin pump was out of warranty, and he was given his options for a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Act button did not respond due to corroded keypad trace. Unable to verify battery out limit alarm due to unresponsive button. The insulin pump was tested with test keypad and had no frozen screen.